Event description:
It was reported, the adapter will not disengage the handle.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.